Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly obtained results of 600 mg/dl, 260 mg/dl, and 258 mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used. No indication given as to where comparison performed. Requested return of suspect test system and replacement was sent. No info provided for where comparison was performed. Advantage test system: meter, strip lot 549522, exp 02/29/2008, cat/2030381.